Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(4)2015 one used lf5544 was received for evaluation. The returned sample met specification as received. A review of the lot number reported in cts indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. The jaws were not jammed as received by pmv. The jaws opened and closed normally when the handle was activated. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that he device did not seem to be sealing properly during a laparoscopic hysterectomy. There were some areas that needed to be cauterized further. The issue was described as ¿nothing too serious¿ and there was no patient injury. No further information has been made available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.